Event description:
Litigation papers allege: paitent did not learn of the extent and understand the nature of her injuries untill after the product was recalled.

Manufacturer narrative:
Sticker sheets received on the patient fact sheet indicate that products were not asr. Complaint will be updated if additional information is received.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.